Event description:
Boston scientific received information that this device was explanted for an upgrade. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our (B)(4) laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in a failed battery usage test.